Event description:
On (B)(6) 2010, patient reported she received an e4 (occlusion) error this morning. Patient stated she did not clear it, she "went on with her day." Patient reported she got the e4 again while attempting to bolus, and then received an e8 (power interrupt). Patient stated she changes her sites every 3-5 days. Educated on proper time frames for all accessories. Had patient complete a prime, and it ran 5 + units and gave no error messages. Advised the issue is at her site. Advised she remove her site; found the cannula was bent. Had patient put in a new infusion site and bolus to fill the cannula. Educated on site rotation, and insertion assist device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.